Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer alleges heating pad caught on fire and burned a hole through her sheet and mattress cover. There was not a report of injury with this incident.